Event description:
It was reported that during an a fib procedure the patient became bradycardic. Pericardial effusion was documented on intracardiac ultrasound. The procedure was abandoned. The caller reported that the patient is stable, and pericardial window was required. The patient was transferred to the ICU for observation. The physician had trouble positioning the lasso catheter and thought the pericardial effusion happened during catheter manipulation of the lasso catheter. Also it was reported that a lasso nav catheter displayed a magnetic sensor error at the beginning of the procedure. The cable was replaced unsuccessfully, and then the catheter was replaced and problem resolved.

Manufacturer narrative:
The concomitant products: carto 3: model # m-4800-01, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Lasso: model # d-1220-40-s, lot # 15625323l. Soundstar: model # m-5723-05, lot # 10846835000139. Lasso nav variable eco split: model # d-1343-01-s, lot # 15611319l. C3 nav variable lasso: model # d-1290-02-s, lot # 15469413l. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was evaluated for deflection, patency flow characteristics, also tested for electrical performance, temperature response and stocker compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.